Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed the technical support engineer (tse) that there was no image from the endoscope. The customer replaced the endoscope and performed power cycle the system several times, but the issue persisted. The tse reviewed the error logs and confirmed error 319 pointing to the endoscope controller (ec). The tse had the customer switch the ec on and off, reseat the cables connecting to the ec, and power cycle again, but the issue remained. The procedure was converted to laparoscopic surgery was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. The issue could not be resolved during the procedure. Since the expected recovery time of da vinci system was three to four hours, and the standby time exceeded one hour, the surgeon decided to convert to laparoscopic surgery. After the procedure was converted to laparoscopic surgery, the system was restored. However, the laparoscopic surgery was continued and completed. There was no post-operative complication.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint of no image from the endoscope. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi received the endoscope controller (ec) involved with this complaint and completed the device evaluation. Failure analysis reproduced the reported complaint. The error was confirmed via error logs review. There were four occurrences of error 48406 in 60 days before the ec was returned. P1 valued 8/9 indicating dual camera interface board (dcib) metadata issues. The ec was installed onto a printed circuit assembly (pca) test system, which was launched in maintenance mode to program software and then was power cycled ten times. After that, the system was launched in a normal mode with a known-operational endoscope installed. Error 48406 appeared. The dcib will be replaced. The root cause of this failure was due to component failure. A log review confirmed the procedure date of (B)(6)2022 using system sk5433. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the endoscope controller (ec) was malfunctioning after the start of the procedure and there was no image from the endoscope during the procedure. The procedure was converted to laparoscopic surgery as a result of the failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure which could lead to an injury due to the patient's inability to tolerate a procedure change.